Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding the leak, no symptoms were reported by the patient. The catheter was explanted and replaced on (B)(6) 2019. The catheter was sent to pathology. It was reported the device would not be returned for analysis. No further information was available.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; ubd: 10-jun-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 10000 mcg/ml of dilaudid at 153 mcg/hour via an implantable pump for spinal pain. It was reported that a small leak was observed in the catheter at the anchor point during a dye and roller study performed on (B)(6) 2019. It was unknown when this began. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was indicated the patient would be scheduled for a catheter revision depending on insurance approval. Therefore, the issue had not been resolved at the time of the report ((B)(6) 2019). The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient was scheduled for a revision on (B)(6) 2019.